Manufacturer narrative:
Correction to h6; component code, clinical code, type of investigation, investigation findings, investigation conclusion. Update to b5. The 20mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing, and dimensional testing is applicable. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint codes. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post implant-leaflet thickening, increased gradient, and paravalvular leak were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "by the progress clinical trial, the patient complains of ongoing exertional dyspnea. The patient has elevated velocities with a peak velocity of 4 m/s mean gradient 27 mmhg dvi 0.55 acceleration time 100 ms stroke-volume index 83. These would be consistent with high flow state and patient prosthesis mismatch. Visually the patient's 20 mm sapien valve has normal leaflet opening and coaptation. There is moderate 2+ perivalvular regurgitation that may also be contributing to some of the high flow state as well". Per the medical record, "there was some suggestion of patient prosthetic mismatch". Patient prosthesis mismatch (ppm) typically refers to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2 and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement includes older age, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. As noted, "bioprosthetic aortic valve is stable, prosthetic leaflets have mild focal thickening, but exhibit normal mobility". Per the IFU, a thickened leaflet is a potential adverse event associated with the use of a valve. Hypo attenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. Per the instructions for use (IFU), paravalvular leak (pvl), is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In the case of paravalvular leak, due to insufficient information, a conclusive root cause was unable to be determined at this time. In the case of thickened leaflets, and increased gradients, available information suggests that patient factors (patient-prosthesis mismatch, ckd, hyperlipidemia) may have contributed to the reported event. The patient had a history of chronic kidney disease (ckd and hyperlipidemia) which are well-known factors for valve calcification leading to thickened leaflets, resulting in stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No preventive or corrective actions were required.

Event description:
Additional medical records were received and indicated that there was moderate leaflet thickening, aortic stenosis, elevated gradients due to patient prosthesis mismatch, and moderate paravalvular leak (pvl), with symptoms of dyspnea.

Event description:
As reported by the progress clinical trial, approximately 11 months and 23 days post-tavr, the valve presents moderate aortic stenosis, elevated gradients due to patient prosthesis mismatch, and mild to moderate pvl, with symptoms of dyspnea. The patient had a valve-in-valve (viv) tavr using a 23mm non-edwards valve. Per medical record review, the echo prior to the valve in valve procedure indicates that 70%, bioprosthetic aortic valve is stable, and prosthetic leaflets have mild focal thickening, but exhibit normal mobility. There is moderate paravalvular leak (pvl), with a peak transaortic velocity of 3.1 m/s, the peak/mean gradients are 38/18mmhg respectively, and an effective aortic valve area of 1.5 cm2, with a dvi of 0.59. The measurements suggest a combination of patient prosthetic mismatch and high flow state. The operative note stated the reason for viv stated as "moderate aortic stenosis, elevated gradients, mild to moderate pvl, and lifestyle limiting exertional dyspnea". A successful viv tavr using a 23mm non-ew valve without reported complications.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.